Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings breaking off at the base of tampons [device breakage]. Case narrative: consumer reported via email that the tampon strings keep breaking off at the base. No injury was reported.